Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to damage to the device. The device's manufacturing date is 08-dec-2022.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/13/2025, it was reported by a sales representative via (B)(4) that a 1268-100 130-degree radiolucent targeting arm green es button was difficult to press and got stuck. This was discovered during the case with no patient harm.